Event description:
Medtronic received a report that an axium prime bare coil would not detach with the detacher or by bending the wire. The patient was undergoing coil embolization surgery for treatment of an aneurysm. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: axium prime instant detacher product ID unk-nv-ap-ID (lot: unknown);  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that details regarding how the procedure was completed are confidential. The lesion characteristics (location, size, side, dimension, etc.) Are unknown. No causes or contributing factors for the non-detachment were identified. Three attempts were made to detach the coil using the instant detacher and three attempts were made to detach the coil using the manual method. The instant detacher lot number was unknown. Prior to coil non-detachment, were no issues encountered. No pushwire damage was observed after removal from the patient.

Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.